Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown ao/asif titanium pi plate/unknown quantity/unknown lot. . The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature abstract received. This report is being filed after the subsequent review of the following literature article: zingg, u., metger, u., and platz, a. (2005) osteosynthese distaler radiusfrakturen mit der ao/asif tital-pi-plate. Der unfallchirung 108, 206-214. The purpose of this study was to evaluate the outcome of 61 consecutively operated patients 12-29 months postoperatively. Patients had the following types of distal radius fractures: 3 a2, 23 a3, 1 b1, 12 c1, and 22 c2 fractures. 11 patients experienced irritations. An unspecified number of patients had plates removed, but the reason for surgery was not provided. This is report 1 of 1 for (B)(4). This report is for an unknown ao/asif titanium pi plate.